Event description:
A report was received that the patient lost stimulation. The bsn sales representative met with the patient and discovered high impedances on 7 of the 16 contacts. The patient underwent a lead revision and the patient's lead was replaced. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information as received that analysis of the lead sc-2317-70 (serial number: (B)(6) was performed. Visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exited the clik anchor, resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Additionally, the lead was cleanly cut into two pieces. Clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient lost stimulation. The bsn sales representative met with the patient and discovered high impedances on 7 of the 16 contacts. The patient underwent a lead revision and the patient's lead was replaced. The patient was reportedly doing well following the procedure.